Event description:
It was reported that fourteen months after a coronary artery drug eluting stenting treatment procedure late stent thrombosis occurred. The lesion was located in the left anterior descending artery (lad). Prior to the initial procedure the patient experienced 2 hours of substernal chest pain. ECG revealed anterior st segment elevation consistent with acute anterior myocardial infarction. The patient was then referred for urgent angiography. The patient had a left ventricular end-diastolic pressure of 15. There was no gradient across the aortic valve during pull back. Cardiac fluoroscopy revealed mild to moderate calcification of the proximal lad. Angiography revealed the left main coronary artery (lmca) was mildly diseased. The lad was a large vessel that extended to the apex. It is ecstatic in the proximal portion. The vessel then bifurcated into a large bifurcating diagonal sys and the lad proper. There is moderate, diffuse disease within the bifurcating diagonal sys, moderate diffuse disease in the lad proper, critical 95-99% stenosis within the lad system and normal flow. In the ramus intermedius coronary artery (rica) there is 60-70% stenosis at the ostium. In the left circumflex (cx) there is 60% stenosis in the proximal portion of the vessel. In the right coronary artery (rca) there is mild disease throughout its course, 70-80% stenosis at the ostium of the posterior descending artery (pda), the vessel is aneurysmally dilated and the remainder of the vessel is mildly diseased. Left ventriculography was performed in the right anterior oblique position. The left ventricle is normal size. The distal anterior wall is mildly hypokinetic and left ventricular function appears preserved. During the coronary intervention a 6 french left 4.5 guiding catheter was advanced in the left main. Act revealed 230 seconds. A reopro infusion bolus was initiated. A balance performance guidewire was placed across the lesion in the distal lad system. A voyager 2.50x12.0mm balloon was advanced to the lesion and inflation were performed at 4-6atms. The balloon system was removed. A taxus express2 2.50x12.0mm drug eluting stent (des) was advanced to the lesion site and successfully deployed at 9 atms. The patient was administered nitro during the procedure. The stent was then post-dilated with a quantum 2.50x8.00mm balloon. Repeat angiography revealed a widely patent lad sys with normal flow. Iliac angiography was performed, which revealed adequate sheath placement and an angioseal groin closure device was used. The procedure was completed. Approximately fourteen months later, the pt discontinued plavix therapy. One week later, the pt returned to the facility for a one year stress test which was reported as "ok" at 14 minutes. However, ECG revealed st elevations and the pt was diagnosed with acute anterior wall myocardial infarction. The pt had approx 30 minutes of chest pain. The pt was sent to the cardiac catheterization lab where a fluoroscopic eval of the cardiac silhouette revealed heavy calcification of both the right and left coronary arteries. The left coronary artery (lca) revealed mild ostial disease of less than 50%. The proximal lad artery is ecstatic. Immediately following the area of ectasia a large diagonal branch arises. At this point, the totally obstructed stent is identified with no retrograde flow. The diagonal branch itself has a proximal narrowing of 60%. There is a large bifurcating vessel distally and reaches the anterolateral aspect of the apex. The left cx artery is non-dominant vessel that gives rise to a bifurcating large obtuse marginal branch. Proximal to this there is a 50% narrowing. Beyond the marginal branch is an av groove and a left atrial branch which are free of obstruction. The rca is a dominant vessel that gives rise to a large trifurcating posterolateral branch and a small pda. The main vessel reveals diffuse mild intraluminal disease. Beyond the crux, the posterolateral branch reveals a 50% obstruction proximally. The pda is a diminutive vessel which reveals an 80% ostial stenosis with significant ectasia following this segment and 2 small branches arising beyond the ectasis. The patient was administered heparin. A 6 french ebu 4.0 guide catheter was brought to the left main coronary ostium. A 0.014 bmw guidewire was negotiated across the area of total obstruction and the stent then placed in the distal vessel. The patient was started on reopro. An export catheter was then prepared and brought to the stent site, at which time multiple aspirations were performed with establishment of antegrade flow. Multiple doses of intracoronary nitroglycerin were administered. The patient's symptoms resolved. Mild haziness was noted in the proximal stent, which improved with further passes of the export catheter. Once the flow was normal and the pt remained stable, a 40 mhz ivus catheter was prepared and brought to the level of the distal lad. The vessel immediately beyond the stent revealed mild intraluminal disease and measured up to 3.00mm in diameter. The distal edge of the stent was approx 2.70mm. The stented segment was extremely calcified. The proximal and mid stent were fully expanded in movements of approx 2.50 to 2.65mm. Pulling back into the native vessel, there was an obvious ring of circumferential 360 degree calcium. The stenosis was measured to be approximately 70-80%. This was a very short segment of approximately 1.00mm. At this point, the ostium of the diagonal branch was noted. Pulling further back into the left atrium, the area of ectasia was approx 5.00mm and abutted the calcified tubular stenosis. There were no dissections identified. The stent was well opposed throughout. The guidewire was removed and the final angiograms revealed excellent flow in the lad with minor filling defects identified which was felt to be secondary to resolving thrombus. The left ventricle was then entered again and the left ventricular diastolic decreased from 20 to 25 to 16.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7501579 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and perfomance specifications. The cause of the difficulties experienced during the procedure could not be determined.